Manufacturer narrative:
E1 - (B)(6).

Event description:
It was reported that removal difficulty and premature deployment occurred. The target lesion was located in the left superficial femoral artery. A 6 x 100 x 130 innova stent self-expanding was selected for use. During the procedure, multiple attempts were made to navigate through the right lower limb, with the stent tip attempting to cross a previously deployed stent. However, the stent became stuck at the upper end of the deployed stent. After several unsuccessful attempts, the stent was retracted. Without unlocking the deployment protection sleeve, a segment of the stent automatically deployed during retraction. The stent could not be retrieved and deployed before reaching the target lesion. An additional stent was required to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information (B)(6). Investigation results: device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the innova device confirmed that the reported events are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient anatomy and/or condition.

Event description:
It was reported that removal difficulty and premature deployment occurred. The target lesion was located in the left superficial femoral artery. A 6 x 100 x 130 innova stent self-expanding was selected for use. During the procedure, multiple attempts were made to navigate through the right lower limb, with the stent tip attempting to cross a previously deployed stent. However, the stent became stuck at the upper end of the deployed stent. After several unsuccessful attempts, the stent was retracted. Without unlocking the deployment protection sleeve, a segment of the stent automatically deployed during retraction. The stent could not be retrieved and deployed before reaching the target lesion. An additional stent was required to complete the procedure. There were no patient complications as a result of this event. It was further reported that the target lesion was 85% stenosed, moderately tortuous, and severely calcified. The stent was removed from the patient, and no additional intervention was made to remove the device.